Event description:
The manufacturer received information alleging a failed test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging failed test step related to a ventilator device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The manufacturer observed handle and universal porting were damaged, corrosion on power board management. Obm pca,handle and universal porting block were replaced to resolve the issue.